Event description:
It was reported that during the laparoscopic sigmoidectomy procedure, the doctor fired an ecs stapler during a sigmoid (unknown size and lot) and the stapler did not staple. He said it just cut and tore through the tissue. He had to completely redo the anastomosis. He said the tissue donuts he pulled out were not donuts but shredded tissue.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The following information was requested, but not available. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?